Event description:
During routine testing, the user noted a popping sound when the defibrillator was charging. There was no pt harm involved. Tests disclosed a broken solder connection on one lead of a capacitor(c29) on assembly 590263. A broken pt input connector and bent front panel in the vicinity of the input connector indicated that a significant impact was the likely cause of the broken solder connection. The event is not occurring more freqently or with greater severity than is usual for the device.